Manufacturer narrative:
The rt235 breathing circuit has been received by fisher & paykel healthcare ltd. But has not yet been evaluated. Results - investigation still underway, no results to date. Conclusions - no conclusion can be made at this time.

Event description:
The hospital reported that the rt235 breathing circuit did not pass the ventilator leak test performed on set-up. The rt235 breathing circuit was subsequently replaced and the next circuit did pass the leak test.